Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Customer complaint of cassette will register as locked but not latched was confirmed through functional testing. Found faulty latch/lock sensor. Replaced latch/lock sensor. Performed dso (downstream occlusion) calibration. Performed pvt (performance verification testing), unit passes all testing criteria. Updated software. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device's cassette will register as locked but not latched. There was no patient involvement.